Manufacturer narrative:
Corrected data: (clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. The unit was not on a patient.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. The unit was not on a patient. No patient involvement/harm.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - b5,d5,e2,e3,g2. Additional contact information - name: (B)(6). A getinge field service engineer (fse) evaluated and unable to duplicate the reported issue. Fse found that console cover was damaged so he replaced console cover. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.